Event description:
It was reported that the customer allowed the battery on the pump to deplete, causing the pump to shut off. The customer inquired how to turn the pump back on. Tandem technical support assisted customer with turning the pump back on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4). Review of the pump history showed that the appropriate alarms were sounded prior to the shutdown of the pump; the pump performed as intended.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.